Event description:
In 2005, two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. An intraoperative angiogram revealed the ostium of the left common carotid artery was stenotic and the second device partially covered the ostium of the celiac artery. Therefore, balloon angioplasty was performed in the left common carotid artery and a bard sent was implanted in the celiac artery. After the procedure, the patient had a cerebrovascular accident. The patient tolerated the procedure and no adverse sequelae have been reported.

Manufacturer narrative:
H3: the devices remain functioning in the patient. H-6:a review of the manufacturing paperwork is being conducted. Please note: a second gore tag thoracic endoprosthesis was implanted (tg3720/lot#03614956).